Manufacturer narrative:
During the planning process the beam weights can be changed by the customer. When the beam weights are changed and renumbered and this happens during the dose calculation it is possible to save and reopen the plan without any error messages. The plan can show an incorrect dose distribution which can be exported and treated, if this is not observed during plan approval. Note: there was no incident. The hospital observed the situation once, but could not reproduce the situation. Renumbering while the computer is recalculating is not easy. Renumbering that late in the protocol is not a usual workflow. For imrt plans renumbering is not usual within the protocols. With normal plans the computer is too quick in most cases. With complicated plans with a small grid and many beams the recalculation takes several seconds. It is then possible, when the user is quick to renumber the beams. The most likely scenario where renumbering of the beams can happen, is when a non standard plan is build up, beam by beam. Then it is not likely that the incorrect dose distribution in the plan is not observed. Worst case condition for a patient is not in the isodose center, where the deviation of the dose distribution is estimated to be minimal. Worst case would be at organs at risk, which could receive a higher dose than intended. This is not a likely scenario to happen and staying unobserved during plan approval. If/when it occurs, plan approval is likely to detect it. A cib was sent to users on how to prevent incorrect dose association by not renumbering beams during calculation.

Event description:
During the planning process while changing the beam weights, the customer noticed incorrect displayed dose distribution after recalculation and renumbering of the beams.